Event description:
It was reported that this patient experienced p-wave over-sensing from the right ventricular (rv) lead, resulting in frequent pacing inhibition. The patient was seen in-clinic where provocative maneuvers were performed which demonstrated inhibition. Boston scientific technical services was contacted and provided programming options to prevent over-sensing. At this time, the device remains implanted and in-service. The patient was stable with no adverse health consequences.